Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Blank display due to corroded electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, cracked keypad overlay, cracked case on the battery tube side, and moisture damage in battery tube. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the retainer ring had crack at back of the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.